Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. A review of the lot history record revealed no non-conformances issued to the lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effect of thrombosis is a known observed and potential patient effect as listed in the xact carotid stent system instruction for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a right internal carotid artery. An 8/6 x40 mm xact stent was successfully implanted in the artery; however, six (6) hours post implantation, a computed tomography (CT) scan confirmed in-stent thrombosis. There was collateral flow which took over the blood flow so no intervention was performed. The patient is doing fine. No additional information was provided.